Event description:
Following a left heart catheterization procedure with grafts, an angio-seal device was deployed on 01/19/2000. Sometime later, the pt was reported to have a groin infection. As of 02/24/2000, no additional info has been provided to the MFR. Should additional info become available, a supplemental report will be submitted.